Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that device had experienced data synchronization failure. A technical support specialist (tss) dialed into test the synchronized port and found it was not open. Fse attempted a synchronized on a new test station; although the download appeared to complete, the status remained unknown and the station repeatedly prompted for download. The station was verified as registered on the es server. A database rebuild was performed and the sync was monitored via bare tail, but the issue persisted. The old device entry was deleted, and a new device was created in es, with no resolution. User recommended escalating the case to pse, as the server was non-remote smart service(rss) and non-live. Tss attempts to engage the local team were delayed until eos. Tss later confirmed the issue was resolved after updating the pharmacy system. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a data sync failure occurred, and the device was unable to complete the data synchronization. The customer reported that it confirmed all required ports were open. There were no delay or adverse events or injuries reported based on this event.